Manufacturer narrative:
Several attempts were made for further information on the patient outcome and further information was not available. It was determined with customer¿s biomedical engineer and risk team that the ventilator did not have the updated design change to the remote alarm. The details on the remote alarm jack design changes were communicated to the customer. The customer does not have philips¿ service their machines, however they did provide details of their service record to confirm the remote alarm was not previously addressed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the patient circuit disconnected from the patient and the unit did not alarm. A nurse called the rapid response team due to the patient¿s low vital signs after disconnection from the ventilator. The outcome for the patient was not known. Further information has been requested.